Event description:
A physician reported a case regarding a pt with a history of right eye implantation with ceeon lens mod. 911a following which the pt experienced no particular problems. On an unspecified date the pt also underwent implantation with ceeon lens mod 911a. On the left eye. Post operatively, the pt experienced iritis. The pt was treated with oral pred-forte (prednisolone acetate) and voltaren (diclofenac sodium). Dose and period of treatment were not specified. The pt had not recovered at the time of the report. This case lacks a significant amount of medical and diagnostic data needed to provide a meaningful/accurate causal assessment. Additional info has been requested.